Event description:
It was reported the physician attempted to place a thoracic trial lead for bilateral leg pain. The physician attempted to place the lead multiple times; each time it was reported the lead moved anterior. The physician abandoned the implant procedure, and the trial lead was not placed. It was reported the procedure duration was about an hour.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.